Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated customer stated that pump was beeping and the screen was black. Customer received stuck button. Pump was in customer bra, customer calls with keypad anomaly complaint. No harm requiring medical intervention was reported. Troubleshooting was not successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged stuck button alarm found on (B)(6)2022. The pump passed the displacement test and self test. No stuck button alarm noted during the testing. Successfully downloaded history files and traces using thus. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump failed the keypad voltage test on (down arrow button). Pump was cut open to perform visual inspection and found corrosion on the j1/pcba 1 connector. No corrosion or moisture damage found on the pcba2, force sensor, motor and vibrator assembly noted. There was no stuck button alarm/pump error 61 (stuck key alarm) recorded in the formatted history file for the event date. However, pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6)2021 05:28:38.000 to (B)(6)2021 05:38:24.000 (B)(6)2021 19:59:37.000 and (B)(6)2021 20:09:00.000. Stuck button alarm/pump error 61 (stuck key alarm) was confirmed due to corrosion on the j1/pcba 1 connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Stuck button alarm/pump error 61 (stuck key alarm) was confirmed due to corrosion on the j1/pcba 1 connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.